Event description:
Information received from the field notes that the patient was seen clinically after transtelephonic monitoring reported a rate of 67.5 ppm. Interrogation reported that the device was in back-up mode due to a check-sum error. Two attempts to perform a software download were unsuccess- ful. Accessing information regarding the memory revealed that the device was at eri. The patient was pacemaker dependent.